Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device was alarming for low flows, and an outflow graft kink was identified as the cause. The patient received a surgical placement of an outflow graft clip. The kink was located at the termination of the outflow graft bend relief. The surgeon assigned a suture to retract some of the graft more laterally, therefore relieving the kink in the outflow graft. It was learned that the patient likely had cardiac remodeling resulting in the kink. The procedure was completed and the patient¿s flows were above 4 lpm. The device and its peripherals appeared to be operating as designed and intended. There was no reported harm or adverse event associated with this issue which was reportedly resolved. The plan was to extubate the patient upon arrival to the cardiothoracic intensive care unit and discharge home.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from 25feb2021 at 1:05:38 through 12:38:20. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jun2017. The heartmate 3 lvas IFU is currently available. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ no further information was provided. The manufacturer is closing the file on this event.